Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 388422a was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient reported the unspecified discrepant inratio inr results of 1.7 and 2.4. Therapeutic range: 2.5 - 3.5. No additional information or confirmatory testing available.